Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: monitor shows a black screen with no image. Based on the results of the investigation, a root cause for the grainy image could not be determined as the reported issue was not reproduced. In regards to the black screen with no image, it is likely this issue occurred due to damage on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had grainy image during an unspecified procedure. There were no reports of patient harm.